Event description:
It was reported there was an allege over infusion of vasopressin. The vasopressin was manually programmed using the guardrails drug library at an intended/order rate of 9ml/hr. The intended (vtbi) volume to be infused was 90ml. It is "unknown" how much volume was actually infused and over what duration. It is "unknown" if there were other infusions currently running at the time of the event. There was patient involvement but no patient harm or injury.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported there was an allege over infusion of vasopressin. The vasopressin was manually programmed using the guardrails drug library at an intended/order rate of 9ml/hr. The intended (vtbi) volume to be infused was 90ml. It is "unknown" how much volume was actually infused and over what duration. It is "unknown" if there were other infusions currently running at the time of the event. There was patient involvement but no patient harm or injury.